Manufacturer narrative:
No missing segments/partial display noted during testing. Device passed displacement test. Pump error 63 (variable 3) alarmed during self test and device trace download confirmed pump error 63 (variable 3) due to broken trace on keypad assembly. Device received with same audio tone when switching from volume due to electronic defect.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was freezing and flashing. The customer¿s blood glucose level was unknown. Customer was also advised to place insulin pump in storage mode. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.